Manufacturer narrative:
Result: calf supports.

Event description:
It was reported by service report that the calf supports are broken. It is unk if there was pt involvement, however no adverse consequences are reported.